Event description:
Event description cpi received information that post-operative this implantable pulse generator (ipg) was exhibiting loss of capture. The impedance level was less than expected. When programmed to the unipolar mode, impedance measurements and threshold levels were appropriate. An invasive procedure was performed, the set screws were tightened and appropriate measurements were obtained. When the ipg was placed back into the pocket, the loss of capture was observed. The physician elected not to implant the ipg. A new ipg was successfully implanted.